Event description:
The curved distal end of broke off from the instrument and remained in the pedicle for about 30 seconds. The broken section was removed from the pedicle with no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination revealed the probe¿s distal tip had broken off from the instrument. No other defects or abnormalities were observed during the evaluation of the product. The instrument was tested for hardness and met specification requirements. Review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of complaint data found no emerging trends. Although no definitive conclusions can be made as to the cause of instrument breakage, results of scanning electron microscopy analysis revealed evidence of plastic deformation and rough/grainy texture, indicating that the probe underwent a static bending fracture failure at the distal tip of the probe. The existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. At this time, the complaint is considered to be closed.